Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation of the liner from the cup. The liner came out of the cup causing pain. Head was articulating in the cup instead of liner causing metalosis.

Manufacturer narrative:
The patient was revised to address disassociation of the liner from the cup. The liner came out of the cup causing pain. Head was articulating in the cup instead of liner causing metallosis. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified another report against the cup. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the liner. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.